Event description:
The customer reported that there were intermittent fast stop activation errors. This error resulted in an intermittent un-commanded system shutdown and intermittent system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided. The reported problem was to be further evaluated and resolved by the customer.